Event description:
It is reported that on may 18, 2007, the device was revised. There is a potential discrepancy of size between the trail and the implant, however, the exact reason for the revision is unk. Implant date is unk.

Manufacturer narrative:
Evaluation summary: definitive cause analysis can not be performed with the available info. Evaluation codes: no product or x-rays were returned for review. Device history records indicate manufacture to specification.